Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, automatic mode switching (ams) was observed in the device memory. The physician suspected oversensing noise from myopotentials. The patient's condition was stable and will continue to be monitored.